Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient received a vibratory alert from their implantable cardioverter defibrillator on (B)(6) 2021. The alert was due to the right ventricular lead exhibiting low out-of-range defibrillation impedance. The low measurement lead to a delay of high voltage therapy during patient's ventricular fibrillation episode. No intervention was performed. Patient was stable after the event.